Event description:
Operating room supervisor called gore and reported that during a hysterectomy with rectocele repair, using a capio suture capturing device, the gore-tex suture needle came off. The surgeon was unable to find the needle.

Manufacturer narrative:
It is addressed in the precaution section of the instructions for use: "as with any suture, care should be taken to avoid damage when handling avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted." All available info has been placed on file for use in tracking, trending and follow-up.